Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients are not crossing over the pyxis due to software issue. A technical support specialist explained that the message was received with error since the patientid was not populated and tried to restart cfnexternalmessagingservice / bd external messaging service, net.pipe listener adapter, net.tcp listener adapter, net.tcp port sharing service and rerun the server downtime query however, the issue persisted. Consequently, the matter was escalated to the interface team, and ultimately, the problem was resolved by the host, resulting in the interfaces functioning correctly. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system multiple patients are not crossing over the pyxis. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.